Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is difficult to comment on the alleged chest pain and shortness of breath approx. 8 months after filter implant and on the alleged significant and severe injuries patient suffered to her body. Chest pain and shortness of breath is known as symptoms of pulmonary embolism. Based on the limited information available in this complaint, it remains unknown if the filter performance was related to this occurrence and therefore, the exact root cause is unknown. However, it is described in the published scientific literature that the pulmonary in some cases may originate from upper extremities instead of lower extremity veins. Based on the above, the exact root cause for alleged chest pain and shortness of breath approx. 8 months after filter implant cannot be determined. No evidence to suggest that device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Monitoring of similar reports will continue.

Event description:
Description according to complainant: "it is alleged that "patient was experiencing pulmonary emboli that caused her to be admitted to (B)(6) on (B)(6) 2012. There is was determined that an ivc filter would be implanted. That same day, the cook celect filter was inserted into the patient. There were no complications at that time. On or about (B)(6) 2013, patient experienced chest pain and shortness of breath." Patient outcome: it is alleged that "patient suffered significant and severe injuries to her body".